Manufacturer narrative:
Concomitant product: ethicon securestrap strap25, lot #: mm6424, product ID: lab100174763v1, exp: 10/2020. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a abdominal hernia. It was reported that after implant, the patient experienced small bowel obstruction, adhesions, abscess, pain, and necrotic-appearing tissue. Post-operative patient treatment included revision surgery.